Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2020-01-08; corrected h4 manufacture date: 2020-01-10. Getinge became aware of an issue with our surgical lights ¿ powerled 500. According to the photographic evidence, the keypad was damaged, and particles appear to have been missing. There was no injury reported, however we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination. Repair was performed by replacement the faulty parts (pwd fork lexan protection tape kit 10st.- ard368331555 and pwd500 underface transparent plate - ard368325555). It was established that when the event occurred, the surgical light did not meet their specifications due to a damaged keypad membrane resulting in missing particles, which contributed to the event. Based on available information we were not able to indicate if upon the event occurrence the device was not being used for patient treatment. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the damaged keypad membrane is low. Root cause evaluation was performed by subject matter experts. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. According to the photographic evidence, the keypad was damaged and the particles were missing. There was no injury reported, however we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination.